Manufacturer narrative:
The investigation is ongoing, and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that the bronchovideoscope displayed error code e315 (non-compatible endoscope), and error code 315 (unsupported scope). There was a 5-minute delay reported and no patient impact reported. The issue was found during preparation for use for a diagnostic bronchoscopy procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information including the device evaluation results and the legal manufacturer's final investigation. Additionally, (h4) device manufacturer date was added. The device was returned to olympus for inspection, and the customer's complaint was confirmed, and no image was displayed due to water invasion. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector (though the biopsy channel and the ethylene oxide (gas) valve) during user handling causing the electrical components to be damaged and the error message e315 to be displayed. The issue can be detected/prevented by following the instructions provided: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.